Manufacturer narrative:
The complaint is under investigation. Depuy will notify the FDA of the results of the investigation upon its completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was impacting femoral prosthesis and upon impaction with a mallet the clip broke and spring fell out onto the floor of the theater. No pieces fell into the patient. No delay in surgery.

Manufacturer narrative:
Conclusion and justification status: the complaint states surgeon was impacting femoral prosthesis and upon impaction with a mallet the clip broke and spring fell out onto the floor of the theater. No pieces fell into the patient. No delay in surgery. The surgeon continued the surgery with the second impaction handle in the kit. The investigation confirmed that the handle had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.